Event description:
Legal counsel for patient reported that patient underwent left total hip arthroplasty on (B)(6) 2005. Patient's legal counsel further reported that a revision procedure was performed on (B)(6) 2012 due to patient allegations of pain; trouble walking, sitting, standing, and moving up and down stairs; inflammation; disfigurement; and elevated metal ion levels. A review of invoice history confirmed both surgery dates and indicates that the modular head and taper insert were removed and replaced during the revision procedure. This report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. Additional information received in patient operative (op) notes reports patient was revised on the left hip due to pain, swelling, metal hypersensitivity, and effusions. Revision op report notes swelling, cloudy fluid, no metal staining, no necrosis, no corrosion, pristine-looking head and trunnion, stable cup, and lymphocytes in tissue consistent with hypersensitivity response. Additional information received in patient medical records reports patient underwent a right total hip arthroplasty on (B)(6) 2010. There has been no reported revision procedure to date.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, ¿material sensitivity reactions.¿ number 6 states, ¿inadequate range of motion due to improper selection or positioning of components.¿ number 14 states, ¿intraoperative or postoperative bone fracture and/or postoperative pain.¿ number 15 states, ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 2 of 2 mdrs filed for the same patient (reference 1825034-2014-05802 & -07637).